Event description:
It was reported by service report that the scale did not zero. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: problem was corrected by disconnecting and reconnecting all load cell cables and calibrating the scale.